Event description:
Device 2 of 2. Reference MFR. Report #1627487-2015-06548.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2015-06548.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2015-06548.